Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that low voltage advisory alarms were active while a mobile power unit was in use. Log files could not be provided.

Manufacturer narrative:
Section d1: corrected section d4: corrected catalog number and primary UDI section e3: corrected section g3: corrected PMA # manufacturer's investigation conclusion: the reported event of low voltage advisory alarms on the mobile power unit (mpu) was unable to be confirmed. The mpu (serial number: (B)(6)) was returned for analysis to the service depot. The unit was functionally tested and passed all testing. The mpu was connected to a mock loop and was able to operate the test equipment for multiple days without any alarms. The low voltage advisory alarms were unable to be reproduced during testing. A root cause for the reported event was unable to be conclusively determined. Device history records for the mobile power unit (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.